Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device running in locked position ¿ power broken, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to user, which is user error /misuse. (B)(4).

Event description:
It was reported that the motor device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device ran in locked position - power broken. It was further determined that the device was loose, had a hose damage (excluding rupture), could not secure/lock the cutter, and the locking components were damaged. It was further determined that the device failed pretest for visual assessment, hose assessment, loctite assessments, cutter lock assessment and safety assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was reported that there were any delays in the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h6: device investigation update: upon further evaluation of the device, additional investigation findings and component codes were identified and added to the investigation.